Manufacturer narrative:
Customer's mother reported issues with the insulin pump. Customer states that there were small cracks around the reservoir compartment. The blood glucose reading is 300 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons functioned properly. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection.

Event description:
Customer's mother reported issues with the insulin pump. Customer states that there were small cracks around the reservoir compartment. The blood glucose reading is 300 mg/dl. The insulin pump will be replaced. Nothing further reported.